Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (weak vibration) issue. The vibration alarm reportedly sometimes failed and when it did work, the intensity level became weaker with time. The issue reportedly did not resolve even after a battery replacement. The reporter stated that the issue was going on for about 3 to 4 weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: the returned battery cap was used for investigation. The vibration motor was activated; vibration was found to be weak and intermittent. The pump was opened; the vibration motor connector pins were found to be misaligned. The vibration motor was connected to an external power source and the vibration motor vibrated properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.